Event description:
Additional information was received: it was reported that the patient was overseas but they would reset the ins when they came back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient had their ins reset and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while interrogating the implantable neurostimulator (ins) to check ma, the device lost connection requiring a restart with connect+communicate sequence. The impedance was all ok. It was a rechargeable implantable neurostimulator (ins) with directional leads. Additional information was received reporting that from log review, it looked like when doing a therapy impedance measurement, the ins was busy doing something else and eventually triggered a telemetry error ending the session. This was a known issue that could happen if the ins was busy when the therapy impedance is requested. Additional information was received from a manufacturer representative (rep) on sep-01 indicating that the device was unable to measure impedance at all now. Upon interrogation, impedance is the first step taken. It was reviewed that there is a known issue where the ins busy bit can get stuck on, which they could try resetting the ins, which would hopefully fix the issue. As far as being busy, this can happen if in a noisy (emi) telemetry environment where it tries to do a measurement, but doesn¿t get a response and resends the command when the first command is still happening. The rep confirmed that the telemetry was not in a noisy environment. Instructions on how to reset the ins was reviewed.